Manufacturer narrative:
The field service engineer (fse) found the instrument was giving high platelet backgrounds so he decontaminated the instrument's diluent delivery system. He also replaced filters to resolve the high platelet background issue. The fse also found the transverse probe wipe assembly was not working properly, so he replaced the transverse probe wipe assembly to resolve the leak. Upon recur, the failure mode for the leak is likely to cause erroneous results for wbc and rbc results due to improper sample/diluent delivery to the bath. The manufacturer's reference # for this event is (B)(4).

Event description:
The customer reported a clear fluid leak at the bottom of the aspiration probe on the act diff instrument. The volume was reported as a drop and the leak was contained. The customer also reported platelet background failures at the time of the leak.